Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette. The cycler would not clear the air from the patient line. The patient reported having air in her abdomen which resulted in a visit to the emergency room (e.r.). At the e.r. The patient had x-rays performed and was evaluated for peritonitis. She was placed on antibiotics and an analgesic for abdominal pain. The cycler was not returned for evaluation. During follow up the patient's pd nurse reported the patient visited the e.r. For the event due to shoulder and abdominal pain. The x-ray confirmed the patient had air in her abdomen which was the likely cause of the pain. The patient had an effluent culture done and was treated prophylactically with antibiotics. The culture came back negative with no signs of peritonitis. She was given an analgesic for the pain. She was not admitted to hospital and continues pd with a liberty cycler at home with no further issues.